Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte autoguard pink 20ga x 1.0in had needle through catheter issues. The following information was provided by the initial reporter : the consumer reported a failed IV attempt as the needle went through catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-may-2022, h6: investigation summary: bd received a 20 gauge insyte autoguard device from lot 2073739 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing. Based off the visual inspection the engineer was able to verify the reported. Unfortunately, a definitive root cause could not be determined. However, there was media noticed in the flashback chamber indicating that the device was not received in this condition. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that 1 bd insyte autoguard pnk 20ga x 1.0in had needle through catheter issues. The following information was provided by the initial reporter : the consumer reported a failed IV attempt as the needle went through catheter.